Event description:
The dilatation catheter was inadvertently placed into the pt with the protective packaging sheath intact. The sheath separated from the catheter and was removed with a "snare" device. The pt was reportedly asymtomatic throughout. No pt injurry was reportedly associated with this incident. The device was discarded by the hosp.